Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise was noted during ventricular high rate (vhr). A variation on the electrogram (egm) that was not "typical" was noted as well as high impedance and oversensing. The lead impedances previously measured 500-600ohms but are not in the range of 400-500ohms. The lead polarity switched on in (B) (6) 2010. A chest x-ray showed set screw was "ok". The lead was reset back to unipolar. Patient did not recall any activity that could have caused the polarity switch. Testing was performed using pocket manipulation, shoulder movement and isometric testing, both in unipolar and bipolar, with no reproducible noise or impedance changes. The lead remains in use. No patient complications were reported as a result of this event.